Event description:
It was reported that they were hospitalized for high blood glucose on (B)(6) 2021 with blood glucose level of 25mmol/l. Customer's other blood glucose level was 3.1mmol/l. Customer experienced symptoms such as headache and they were urinating a lot. Customer was treated with intravenous insulin drip for high blood glucose event. It was unknown if customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.